Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/17/2017. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result of 538 on a (B)(6) year old female patient. A new sample was repeated on I-stat and the result was negative. The patient was presented with abdominal pain. The customer states that an ultrasound was performed and the patient is not pregnant. The patient was not treated on I-stat results and later released. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.